Event description:
The hand-piece immediately began to fail during a hysteroscopic polypectomy procedure after the doctor attempted to window lock the rotary blade. The unit made odd sounds and experienced lapses in power; the surgery could not be completed with this hand-piece but was completed with a backup smith & nephew hand-piece.

Manufacturer narrative:
Method: no product returned for evaluation. The allegation of a broken blade could not be confirmed as no product was returned for evaluation. There was no patient injury and there were no surgical complications. The patient had a normal and full recovery. (B)(4).